Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device cut the vessels? Did the clips of the device cut the vessels? Was the clip scissored that cut the vessels?

Event description:
By applying the clips the multicliper has torn several vessels. The surgery could be finished with a new the same like product. No harm to the patient. There was an op time extension of 10-15 minutes.

Manufacturer narrative:
(B)(4). Batch # r92n7m. Device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested but unavailable: did the jaws of the device cut the vessels? Did the clips of the device cut the vessels? Was the clip scissored that cut the vessels? Response: we have not received any further information.